Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information and photo provided, the lever was partially closed and the plunger was not retracted proximally which likely led to the split open handle. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: pull back plunger to deploy suture a. Using the right thumb or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the arrow direction marked 3) and completely remove the plunger and needles from the body. Continue to pull back on the plunger until the suture is taut, which confirms that the suture has been fully retracted from the body of the device. The anterior needle will be attached to the link with the suture limb. The posterior needle will be free of suture. Step 4: lower lever to close foot a. Release the gentle retraction against the vessel wall. Advance device slightly to restore marker flow, if necessary. Push the lever (marked 4) down to the body of the device to return the foot to its original closed position. The reported handle break appears to be related to user performing the suture deployment steps out of sequence. The surgical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed MDR the following information was received: the procedure was an endovascular aneurysm repair (evar). Four prostyle devices failed in total. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a percutaneous interventional procedure. Reportedly, an unknown failure occurred with three perclose devices in a row. The body of the fourth prostyle device broke while pushing the plunger. The sheath was upsized to an 18f sheath, but the percutaneous procedure was abandoned. Hemostasis was achieved with surgery. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose closure devices referenced in b5 are filed under separate medwatch report numbers.